Event description:
Consumer contacted via e-mail and stated that a cable fire occurred with the charging device for her toothbrush. No injury was reported.

Manufacturer narrative:
(B)(6) 2020: product investigation results: product return was received and investigated. Product investigation results showed that the complaint is due to a breakage of the mains cable followed by electrical arcing from the mains voltage caused by an effect of force, which is related to user handling.

Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via e-mail and stated that a cable fire occurred with the charging device for her toothbrush. No injury was reported.